Event description:
A surgeon reports that a broken haptic was noted upon insertion of the intraocular lens (iol). Approx one week later the pt returned to surgery for removal of retained cortex and an iol exchange.